Manufacturer narrative:
Correction, section b5: added x-ray in the statement as it was missing in the initial report. Correction, section g2: checked " foreign" and " distributor" as it was missing in the initial report.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited helix mechanism issue resulting in failure to extend the helix. A chest x-ray confirmed that the helix had not extended. The rv lead was removed and replaced. The patient had no adverse consequences.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited helix mechanism issue resulting in failure to extend the helix. The rv lead was removed and replaced. The patient had no adverse consequences.